Event description:
The pt was implanted with two leads with the same lot number. It was reported that the pt was experiencing a loss of stimulation. The sjm rep met with the pt and determined the right side had invalid contacts. The system was reprogrammed, and the pt received effective coverage on the left side only. Pt is to f/u with her surgeon at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.